Event description:
It was reported that the water inlet of the device with sn (B)(4) the water runs through. There was no harm for patient, operator or third party reported. No further information received. Update 09-may-2022: further information were provided that the event occurred during a surgery on (B)(6) 2022. Update 1-jun-2022: further information were provided that the pump did not control the waterflow which resulted in an edema in the patient. The edema has gone away overnight without further treatment.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was not confirmed, but other failure modes were identified. (1) unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected and no apparent damage was noted. Further review of the pump sub-assembly and components showed no functional issues with the latch door or tubing connector. The device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and functioned as intended with no error messages and no audible alarms triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The device was tested while connected to a shaver console and shaver handpiece, and there were no issues found. The boost function worked as intended when the shaver handpiece was activated.